Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. However, omsc launched only products that had passed the inspection. The malfunction of the subject device concerning this case has not been reported, and there is no information indicating the relationship between this reported event and the subject device.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "endoscopic drainage/debridement of walled-off pancreatic necrosis ¿ single center experience of 112 cases". The literature reported the results of a study based on the endoscopic drainage of 112 patients with symptomatic walled-off necrosis between 2001 and 2011. During the study period, pancreatic sphincterotomy was performed with the use of olympus sphinctrotome (flowcut kd-301q-0725), and 2 of 4 patients with gastrointestinal perforation were surgically treated. There is no description about the relationship between olympus product and adverse event.